Manufacturer narrative:
Evaluation summary: the infusion pump was tested by baxter healthcare. The device utilizes an ultrasonic sensor, where air transmits the signal poorly and an air alarm should be initiated. When an empty IV tubing was loaded into the pump the air sensing system properly detected a drop in the ultrasonic signal to initiate an air alarm. Only after the sensor was dampened, such as initially after cleaning, and then have empty tubing loaded, did the ultrasonic signal remain high and not drop below the alarm threshold. Once the sensor was allowed to dry the transmitted signal, with an empty IV tubing appropriately dropped below the alarm threshold to initiate an air alarm. It is believed that the initial testing performed on the pump during servicing was soon after the pump was cleaned and did not reflect the true performance of the air sensor.

Event description:
During onsite servicing by baxter healthcare's authorized servicer, the infusion pump would not detect air when a air filled tubing was loaded in the pump. There was no pt incident of involvement with pump. The device was initially being serviced for an unrelated fallsafe failure alarm.